Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters underneath one of the front electrodes. The patient's wife is a nurse and treated the blisters with grapeseed oil. During a follow-up the patient reported that the irritation had improved.